Event description:
It was reported the patient presented to the emergency department with chest pain and rapid ventricular rates. On the remote transmission, it was noted the atrial lead had under sensing. The lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.